Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit device was implanted in the patient on an unknown date. According to the complainant, post procedure, the patient experienced pain and dyspareunia. Half of the mesh was removed on an unknown date. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.